Manufacturer narrative:
Investigation pending.

Event description:
A caller reported a variance between inratio result and lab inr result. The results were as follows: (B)(6) 2016: inratio=6.4, lab=1.9. The reported therapeutic range was: 2.5-3.5; it was noted that finger was being milked after the finger stick. It was reported that after receiving the inratio=6.4 result, patient went to the hospital and received the lab inr=1.9. There were no medication changes and patient was not admitted to the hospital. Previous test results were supplied as follows: (B)(6) 2016: inratio=4.8, (B)(6) 2016: inratio=2.3, (B)(6) 2016: inratio=3.2. No medication changes reported.

Manufacturer narrative:
The monitor associated with the complaint was returned for investigation. The customer's complaint was not confirmed during in-house testing. Retained strips for lot 384909a tested on the returned monitor met accuracy criteria. The returned monitor met functional and thermistor testing requirements during the investigation. The system performed as expected. A review of the entire in-house testing history for strip lot 384909a was conducted. In-house testing on the reported strip lot meets release criteria. Manufacturing batch record review revealed no non-conformances. The lot meets release specifications. A statistical analysis of the impedance curves associated with the customer's discrepant results determined that the curves exhibited normal slope change. Although a technique issue was identified in the complaint, the root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.